Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: during the initial placement of the pacemaker, surgicel powder was used in an off label manner in the surgical pocket during device placement. The hcp opines that the only change in procedure was the transition from arista to surgicel powder. The product was being used in a similar way to off label use of arista, applying to non-bleeding tissues at the surgical site following completion of the surgery.

Event description:
It was reported that a patient underwent a pacemaker insertion procedure on an unknown date and absorbable hemostat device was used. The patient had swelling and was brought back for imaging.the patient was re-admitted, re-opened, the hematoma / seroma was drained and a new pacemaker was implanted. When the area was drained it was noticed that black was coming out of the site which concerned them. The patient was positive for a surgical site intection. The hospital infectious control did not find any connection that the infection was a result of the absorbable hemostat device. The product was not used for hemostasis, the product was being used to prevent post op bleeding. The postoperative issues including infection and inflammation were thought to be related to the prophylactic use of the absorbable hemostat device for infection prevention. The patient was discharged with no further medical complications. Additional information has been requested.